Manufacturer narrative:
Device evaluation summary :device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, damaging the j703 connector. The cause of the constant gong alarms is the damaged cable, wires, and connector. The root cause of the damaged cable, wires, and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly alarming 'check belt'.